Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for the treatment of bladder issues it was reported that patient said the implant itself had twisted in their body to where the edge has twisted in and is causing back pain. Patient said they thought it was flat at one point but said the hcp said it is not flat up against skin. Patient said the hcp looked at the ins through CT scans and is aware of the issue. The patient said they first noticed almost 6 months ago. The patient also mentioned they are going to a pain doctor for a different pain but the back pain is exacerbating their other pain. The patient said they changed level of stim and then the pain went away but it comes and goes. The patient said this pain started a while back, they don't remember exactly when and said they aren't sure if it's related to the ins. The patient was redirected to their healthcare provider to further address the issue. Patient said they have an appt with their hcp next week. Patient said they also have an MRI sc heduled (confirmed for other back pain unrelated to ins) the patient said they are not really getting the results they need from the ins. Patient said they are still wearing a diaper, still wearing pads and still having accidents. Patient said they are not getting the amount of relief that they feel they should have with the ins. Patient said symptoms are almost where they were before they got the implant. Patient said they first noticed within the last 8 months. Patient said they've tried increasing stim on each program and said they've tried practically all of the programs. Reviewed options for therapy optimization and the ability for hcp to create custom programming. Patient confirmed they were already completing reviewed therapy options. Redirected to hcp to check internal system, review therapy options and custom programming. Patient said they have an appt with their hcp next week and will follow up.